Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed noise and oversensing that was recorded on a stored electrogram. The patient had undergone surgery at the time of the episodes and a magnet had not been used. Boston scientific technical services was unable to tell if there was any pacing inhibition due to saturation of the signal. There were no adverse patient effects reported. The system remains in service.